Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact on customer's blood glucose level.